Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient experienced multiple inappropriate hv therapies for atrial tachycardia (at) due to the morphology programming incorrectly diagnosing at with left bundle branch block (lbbb) as ventricular tachycardia (vt). Technical support was contacted and device programming was recommended to resolve the issue.